Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/860/075 with lot number reported 3739464; the sample was received in used conditions without its original packaging. During visual inspection no discrepancies were found. During functional testing the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear in the cuff. A review of the manufacturing process for p/n 100/860/090 l/n 3836219 was conducted by quality engineer on 12/jun/2019, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. The following operations were reviewed, in order to verify that the operations were properly performed, also to ensure that the operations complied with gmp's requirements and shm procedures: · cuff assembly operation was reviewed; no discrepancies were found. · inflation line assembly operation was reviewed; no discrepancies were found. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. Quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. Customer reported condition was confirmed. The most probable cause is that the cuff tear occured during tracheostomy procedure due to contact with sharp edge which is in conflict with IFU 10011781-001 page 4: "guard against cuff damage by avoiding contact with sharp edges."

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suction aid passed a pre-use check. However, during use, the reporter noticed air leaked from the cuff. No adverse patient effects were reported.